Manufacturer narrative:
The cannula seal will not be returned as it was disposed of at the end of the procedure therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusions: the cannula seal allegedly fell into the patient.

Event description:
It was reported that during a da vinci cholecystectomy procedure, a piece of the cannula seal accessory fell in the patient. The cannula seal fragment was retrieved and the planned surgical procedure was completed. On october 01, 2015, intuitive surgical inc., (isi) contacted the clinical sales representative (csr) who initially reported the complaint. The csr stated that the cannula seal fell inside the patient towards the end of the procedure when the patient side assistant was inserting the specimen bag through the port to remove the gall bladder. A small piece of the cannula seal was put into the specimen bag and removed from the patient within the specimen. According to the csr, the patient did not suffer any injuries as a result of this incident. The cannula seal was disposed of at the end of the case and will not be returned to isi.